Event description:
Patient contacted dexcom technical support on (B)(6)2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reported the device read lower than the fingerstick values. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.